Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 404 mg/dl and went to the urgent care on (B)(6) 2018 at about 2:00 pm. The customer had nausea due to high blood glucose level. The customer treated with bolus. Customer's blood glucose value was 380 mg/dl at the time of the urgent care visit. Troubleshooting was performed. Blood glucose at the time of the call was 347 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting was completed. High pressure test and displacement test were performed and passed. The product was not returned for analysis.